Manufacturer narrative:
(B)(4). Evaluation method: film. Results: (residual stenosis evident on cd), (force used to advance device). Conclusions: (residual stenosis evident on cd), (force used to advance device. Evaluation summary: the device was returned to medtronic for evaluation. The hypotube was bent and wavy. The hypotube had detached 20.3cm distal to the strain relief. The hypotube was kinked 15.4cm proximal and 1.3cm distal to the break site indicating that force may have been applied to the device. Procedural images were also provided for review. The images show that there was difficulty delivering a pre-dilation balloon across a lesion in the left main. Further images show residual stenosis between the left main and the ostium of the lad. There were no images of the attempted delivery of the endeavor rx stent. Further images show of the pre-dilation of and deployment of a stent to a lesion in the distal lad.

Event description:
An endeavor rx drug-eluting coronary stent system, length 18mm, diameter 2.5mm, was intended to treat a lesion in a patient. It was reported that the device broke inside the guide catheter while the physician was "pushing" it towards the target lesion. The target lesion in the lad exhibited 90% stenosis with little calcification. The lesion was predilated with a 2.5 x 20mm balloon to 18 atm for 2 inflations. No patient injury occurred and patient was reported to be ok post procedure. No clinical sequelae have been reported.